Event description:
It has been reported to philips that fluoroscopy was intermittently unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use. The philips field safety engineer (fse) inspected the system onsite and confirmed that the fluoroscopy was unavailable because of the issue in wired footswitch. The engineer replaced the wired footswitch and returned the device to use in good working order. The codes were updated based on the investigation outcome.